Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, it is likely the event occurred because the high-frequency treatment device was used without maintaining a sufficient distance from the tip resulted in component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During inspection it was found that the distal end cover (c-cover) has burnt. There was no patient involvement.